Event description:
It was reported that the patient wanted everything removed. It was noted that the patient needed to have an MRI and could not. It was reported that the patient had a problem with the implantable neurostimulator (ins) for 2.5 to 3 years. It was noted that the stimulation had been turned off for about 2.5 to 3 years. It was noted that in (B)(6) of 2011 it was determined that the leads had been compromised. It was noted that the patient was getting really bad sharp pain in the neck where the lead was located. It was noted that this was bad because the leads were locked in with scar tissue. Additional information received reported that the patient still had concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7 482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v452180 serial# implanted: 2010-05-18 explanted: product type lead product ID 7482a51 serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).